Event description:
A customer reported that the equipment displayed problems at the moment of extrusion and infusion of the silicone oil during a vitrectomy procedure. The case was able to be completed and there was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The system was then tested and found to meet product specs. The company rep stated that the equipment will be monitored during the next procedure along with a surgical consultant to ensure proper operation of the equipment. There was no add'l info provided related to this event. For this reason, further steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).